Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2019-06-28 explanted: product type lead product ID 977c265 serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the doctor believed the cause of the leads curling was due to an anatomy issue. It was indicated that they first tried a paddle lead which would not fit, so they then tried to advance a few single leads and they didn't curl but kept going anterior. The patient weighed 92.8 kg at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977c265, serial# (B)(4),: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that they could not get the paddle lead to pass, so they used individual wire leads and they kept going anterior. They stated that they finally got them in a good position. The hcp did not know what they did with the paddle lead. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID 977c265, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-jan-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 23-jan-2023, UDI#: (B)(4). Product ID: 977c265, serial/lot #: (B)(4), ubd: 31-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the implanting physician had a problem with the surgery. The patient said the surgery was supposed to be an hour long, but it ended up being 2.5 hours. The patient said when the hcp was placing the leads in her back they would curl. The patient thought they had to switch sides or something. The patient was in the hospital for 3 days instead of just overnight. The patient said all of her surgery scars are now healed. No further complications were reported.